Event description:
It was reported that the device was explanted due to a suspected infection. No patient symptoms were reported. The health care professional indicated that the "patient was not getting pain relief the past six months". It was also reported that the pump was thought to be related to a field action. The pump was used to deliver morphine 30mg/dl with a daily rate of 8.994mg. The patient's outcome was reported as "no injury". Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.